Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead. Product ID: 977a260, serial/lot #: (B)(4), ubd: (B)(6) 2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an hcp via manufacturer representative regarding a patient who was implanted with an implantable neuro stimulator (ins) for unknown indications for use. It was reported that the patient started having issues with her stimulator. The stimulator was not allowing her to increase the intensity of her therapy. Patient described her bending over to put a cup down on the ground and when she stood back up, the therapy was not working properly. The physician took x-rays. The rep met with the patient for troubleshooting and reprogramming. X-rays showed no lead migration. Impedance check performed on (B)(6) 2021. Impedance report showed different contacts were red depending on the patient¿s position. Photos will be provided. To counteract the issue, the patient was reprogrammed using the unaffected lead 8-15. Issue resolved at this time. Patient also reported swelling in her feet; unknown if related to device/therapy.